Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alert functioned properly during testing. No unexpected low reservoir alerts noted during test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 63 alarm (line number (B)(4) file number (B)(4)) in the pump history download on (B)(6) 2024 13:31:31.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis (B)(4). No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, cracked case (battery tube), and faded serial number label. The p-cap/reservoir does lock properly. No unexpected low reservoir alerts noted during analysis. The pump history downloaded history confirmed the pump alarmed pump error 63 due to moisture damage to the pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63) and the pump showed that the reservoir was low while it was not. Troubleshooting was performed. And later it was declined. The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.